Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000j/ lot m162291 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m162291. Test base part number 190-000j / lot m162291. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162291showed that the complaint rate is (B)(4) . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number :1221359-2021-03225 that addresses the false positive in this case.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nipro sponge nasopharyngeal swab sample. The customer reported that the patient was administered the ID now covid-19 assay on (B)(6) 2021 and generated a positive at (10:07 am). The customer reported that the patient was retested with another ID now covid-19 assay and obtained a negative at 10:31 am (using a sample that was positive in the sample cartridge at 10:07). A new nasopharyngeal sample was taken and the customer retested the first ID now covid-19 assay and obtained a second negative result at 10:40 am. The customer reported that there was no serious; however, there was a delay for an unspecified treatment.